Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic procedure the device had an incomplete staple line during the second shot. To resolve the issue, the surgeon used another device to complete the case. There was no patient injury.